Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 489 mg/dl and stated that, insulin pump was not working. Customer treated high blood glucose with the insulin pump. Customer also reported that, the she got a no delivery during the fill tubing and during therapy. Assisted customer in performing a 5.0 unit fixed prime and the insulin did not exit and pump alarmed no delivery. Customer did not want to run the 5 units because she did not want to waste the insulin. Customer reported that, the insulin exits with the manual prime. The device will not be returned for analysis.